Manufacturer narrative:
Additional initial reporter(s): (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 1040484 h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred. The customer was advised to remove and reinsert the fiberoptic sensor, but this did not resolve the alarm. They were then instructed to remove the fiberoptic sensor, coil it up and mark it broken. They transduced the inner lumen for the arterial waveform; it was already zeroed and therapy resumed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
A pump pressure cable was returned. The iab catheter was not returned. We are unable to confirm the reported event. If the device becomes available for return, a new evaluation letter will be provided. Reference complaint: (B)(4). H3 other text : incorrect device returned. The returned device is an intra-aortic balloon pump (iabp) cable.

Event description:
N/a.